Event description:
During the replacement procedure, due to normal battery depletion, the set screw was unable to be loosened. The lead had to be cut in order to explant the device. A new device was implanted to resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.